Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint of a helix deployment anomaly was confirmed in the laboratory. As received, the helix was fully extended to within spec and clogged with blood and tissue. X ray analysis revealed overtorque to the inner coil, consistent with that of multiple attempts to deploy the helix. This may have caused the subsequent reported rotation of the lead body. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.

Event description:
It was reported that the lead body was torquing as helix was being deployed. The lead was unable to implant.